Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly no damage on the keypad assembly and the connector was locked properly during visual inspection. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery tube compartment and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was having issues with the buttons on her insulin pump sticking. She said that it has been happening for about six weeks now and it is getting worse. The customer¿s blood glucose is 7.3 mmol/l. She stated that the numbers are not ramping up on her insulin pump. There is no response from any of the buttons. Customer was advised that insulin pump would need to be replaced, to discontinue use and to revert to a backup plan. She stated that she does not have a backup plan. The insulin pump will be returning for analysis.